Event description:
Customer reported accu tni (troponin I) test results were not reproducible for several pts when using the unicel dxi 800 access immunoassay system. Specifically on this event date, the troponin samples had elevated results and repeated as negative for two pts. Later reruns of these samples, on this dxi 800 and an access 2 system, were in the normal range. Erroneous test results were not reported out of the laboratory. No report so death or serous injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are drawn in plastic lihep plasma tubes and centrifugation for 4-1/2 min at 4,500 rpm. All results, including reruns, were generated from the primary tube without re-centrifugation. A system check run was performed and passed all parameters. Issues with level 1 quality control (qc) for troponin in recent days where there, will be a high result and then repeat result will be in range. Customer did not note any event log messages associated with event. Customer was unable to run samples carryover due to sample was nozzle vacuum issues; consequently the field service engineer (fse) replaced vacuum pump and ran carryover which passed. Fse also indicated that he reran hs system check and failed. He found aspirate probe #1 was not aspirating correctly. Replaced all peri-pump tubing, but noted dispense probe buffer not flowing to aspirate probe #1. Replaced wash buffer reservoir fittings. Ran hs system check again and passed. Ran qc troponin was still high. Calibrated accutni, ran 10 replicates of di h2o all passed. Fse discussed possible control shift for accutni with customer. All other assays' qc passed. Although fse addressed several hardware issues, a clear root cause for this event has not been determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported accu tni (troponin I) test results were not reproducible for several pts when using the unicel dxi 800 access immunoassay system. Specifically on this event date, the troponin samples had elevated results and repeated as negative for two pts. Later reruns of these samples, on this dxi 800 and an access 2 system, were in the normal range. Erroneous test results were not reported out of the laboratory. No report so death or serous injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are drawn in plastic lihep plasma tubes and centrifugation for 4-1/2 min at 4,500 rpm. All results, including reruns, were generated from eh primary tube without re-centrifugation. A system check run was performed and passed all parameters. Issues with level 1 quality control (qc) for troponin in recent days where there, will be a high result and then repeat result will be in range. Customer did not note any event log messages associated with event. Customer was unable to run samples carryover due to sample was nozzle vacuum issues; consequently the field service engineer (fse) replaced vacuum pump and ran carryover which passed. Fse also indicated that he reran hs system check and failed. He found aspirate probe #1 was not aspirating correctly. Replaced all peri-pump tubing, but noted dispense probe buffer not flowing to aspirate probe #1. Replaced wash buffer reservoir fittings. Ran hs system check again and passed. Ran qc troponin was still high. Calibrated accutni, ran 10 replicates of di h2o all passed. Fse discussed possible control shift for accutni with customer. All other assays' qc passed. Although fse addressed several hardware issues, a clear root cause for this event has not been determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.